Event description:
It was reported via repair work order that the brakes would not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the brakes could not remain engaged. This was reported in error. The hazard was that the side rails could not remain latched due to damaged spring spacers. There was no reported malfunction with the brakes of the unit.

Event description:
It was reported via repair work order that the brakes would not stay engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.